Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
The customer has identified a single patient typed as b negative on vision analyzer with a historical blood group of b positive. No reactivity noted in the anti-d column. Initial testing of the patient in question was performed with different lot of abd/rev gel card on the same day on the ortho vision. This complaint has been captured to document the additional lot of abd/rev gel card that also showed a negative result in the anti-d micro well. Customer reports retesting patient sample in tube method and a 3+ positive grade achieved. Customer reports patient was transfused rh negative blood prior to retype in tube and no harm came to patient due to this event. Customer reports in house qc on ortho vision passed normally and no other patient samples affected at this time. Customer reports storing and testing mts gel cards and reagents according to IFU. Customer reports patient in question is pregnant and did receive rhogam. Customer reports patient in question also has a positive fetal screen.